Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial/lot #: (B)(4), UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2018, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that one of the 'cables may have come loose'. The patient noted that when they sneeze weird things happen and they get a sensation down to their toes. The patient was at the dentist on the thursday prior to the report and stated that when they leaned them back it felt like they were getting electrocuted. MRI compatibility guidelines were provided as the patient was to get an MRI. No further complications were reported.